Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and the customer did not respond. Customer¿s blood glucose level was 250 mg/dl.